Event description:
The initial reporter stated that the administration set was leaking. They were unable to provide any more specific information. Mmdg followed up with the initial reporter and at that time they provided a part number for a device that is not manufactured by moog. It is unclear if that device or the curlin administration set was the device that leaked. They also stated that they had no information regarding the patient but no adverse effects were reported due to the complaint. No other information was provided. [ (B)(4). ]

Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was not completed because no lot number had been provided. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.